Manufacturer narrative:
The referenced device was not returned to olympus for an evaluation; therefore, the exact cause of the reported event could not be confirmed. However, based on similar reported events related to the reported device, the operator¿s technique cannot be ruled out as a contributory factor to the broken probe as the instruction manual provides warning to mitigate the risk of damaging the device which states, ¿do not activate output in seal & cut mode while the grasping section is closed without contacting tissue or vessel, or ensuring that tissue is transected. Otherwise, a local increase of the temperature due to a friction between the probe tip and the grasping section may result in various forms of damage in the probe tip and/or the tissue pad, such as premature wear, breakage, deformation, and/or falling off inside the body cavity and/or partial separating.¿ also, it states, ¿when cutting and vessel sealing is performed in seal and cut mode, apply light tension on the tissue so that users can confirm that they are transected. Also, stop activation immediately after tissue is transected. Otherwise, the grasping section, the tissue pad, or the probe tip may break and fall off, and partial separating of the tissue pad may occur due to a local increase of temperature caused by the friction between tissue pad and the probe tip during activation.¿

Event description:
Olympus was informed during a total laparoscopic hysterectomy, the probe unit at the distal end of the device broke off without having pulled or touching any rigid structure. The reported event occurred five-six minutes after the physician started the dissection of the utero-ovarian tissues. No device components or fragments fell into the patient. There was no patient bleeding observed. The damaged device was replaced and the intended procedure was completed with a different hand piece, hacf0533. There was no adverse outcome to the patient. In addition, the user facility reported there was no damage or metal exposed on the teflon pad and no cable damage observed to the subject device.